Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of cap separated from clear connector was confirmed. During visual inspection it was noted that the smartsite valve adapter was received with the white cap separated from the smartsite clear body. Visual inspection of the inside portion of the female luer shows material from the clear body still remained, and a whitish area on the body of the valve was noted, which is indicative of exposure to stress. Functional testing could not be performed due to the damage to the valve. The root cause of the damage to the smartsite valve was not identified.

Event description:
The customer reported that the "white end pulled away/came away from the clear part of the cap". This is presumed to mean that the valve broke at the junction of the white cap and the clear body. The valve was connected to a central line, and the nurse was connecting a syringe to flush the line when the separation occurred. There was no patient harm or medical intervention.